Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fifth drain cycle of peritoneal dialysis therapy. The care giver stated that the connection between the patient line and the transfer set was loose. There was no patient injury or medical intervention associated with this event. No additional information is available.